Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic treatment of varices using the subject device in combination with the evis 290 series video processor and light source, it was found that the air/water nozzle with foreign material (some medical glue) and the instrument channel was blocked. The user completed the intended procedure using the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to (B)(4) for evaluation. (B)(4) checked the subject device and found that the air/water nozzle was not clogged but the air/water channel was clogged with foreign material (some medical glue) as reported. Olympus china surmised that the reported phenomena were attributed to insufficient or incorrect reprocessing by the user. Even though the subject device was reprocessed with the automated endoscope reprocessor oer-aw, these clogging issues could not be resolved. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, omsc surmised that this phenomenon occurred because the staff of the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual, which resulted in the followings. The medical adhesive was injected via endo therapy accessories during the procedure, the medical adhesive adhered inside the instrument channel due to the user's mistake of accessories handling when withdrawing it.